Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round high profile 420cc saline prosthesis, catalog: 3503420, serial number: (B)(4), lot: 5851554. (B)(4).

Event description:
It was reported that a hispanic female patient who underwent breast augmentation revision with a mentor smooth round high profile 420cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round high profile 420cc saline prosthesis on (B)(6) 2009; catalog #: 3503420, s/ns: (B)(4) (r).

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/30/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).